Event description:
It was reported by the physician that they were using the cs-25502 as a substitute product for the cs-14502. It was not evident that the set contained another spring wire guide (swg). The physician told this sales representative that the swg is too soft and caused a strong hematoma on a child.

Manufacturer narrative:
(B)(4). Eval: one cs-25502 cvc set was returned. It was initially reported that physician felt that spring wire guide (swg) in cs-25502 set was too soft & that it was not evident that sets contain different swg's. It was subsequently reported that issue was related to the physician's unfamiliarity with teflon coated swg in cs-25502 kit, since combination of the teflon coated swg and surgical gloves had a different feel and made it difficult to determine when swg passed through needle tip and into vessel. It was confirmed that returned cs-25502 kit contained correct swg. Both cs-25502 and cs-14502 kits contain a .53 mm diameter x 45 cm length swg with a straight tip on one end and a j-tip on the other end. Difference between the two wires: swg used in cs-25502 set is ptfe-coated and swg in cs-14502 is not. Swg info listed on lidstock and info -contents label for cs-25502 kit does indicate that swg is ptfe-coated. Instruction booklet provided with cs-25502 sets contains a warning that a practitioners must be aware of complications associated with cvc's including hematoma. The report that the swg contained in the cs-25502 set has a different feel than swg in cs-14502 sets was confirmed through a review of the mfg specs, as swg contained in the cs-25502 sets has a teflon coating. No swg defects or deficiencies were identified during this investigation. The potential cause of this issue is design related based on customer's preference for the non-ptfe coated swg. This is one of 3 records reflecting multiple occurrences (B)(4). Add'l occurrences are documented as MDR #1036844-2010-00142, MDR # 1036844-2010-00069. Until (B)(6) 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(6) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(6) reports.